Manufacturer narrative:
Follow-up #1: date of submission, 08/27/2015 device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: a review of the back box (bb) and alarm history showed a call service alarm 088 on 6/5/15. There were no basal deliveries observed in the bb after (B)(6) 2015 at 13:10 and on (B)(6) 2015, there were multiple pump reboots observed followed by an error. The voltage at the time of the reboot was low. There was no damage to the battery cap or battery compartment. The pump was opened and there were no defects found. The pump was run for 24 hours with no call service alarms or loss of power observed. A flow accuracy test was completed and the pump passed with no defects found. Unrelated to the original complaint, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was hospitalized for elevated blood glucose (bg) of 658 mg/dl with confusion, weakness, drowsiness, and large ketones. The patient had reportedly discontinued insulin pump therapy and was treated in the hospital with an insulin drip and IV fluids. The reporter noted that the pump had emitted an unspecified call service alarm and also that the pump had lost power. Troubleshooting indicated that the alarm had only occurred once. The reporter confirmed that there was no physical damage to the pump casing or the battery cap, that there was no moisture/corrosion in the pump, and that the battery cap was able to secure properly. The reporter noted that the power issue was not occurring just before or after a battery change. During troubleshooting, the reporter inserted a battery from a new pack, and the pump did not power on. The patient reportedly was diagnosed with leukocytosis and breast cancer. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with use error due to inadequate response to an appropriately emitted alarm and with an alleged power issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.